Event description:
The customer reported the system's power supply would not work and the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply 2 was replaced. The system was tested and found to be working as intended and put back into service.